Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (results code, conclusions code) the reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: "the CT-scan shows status after a well-healed dwyer calcaneal osteotomy, with two cannulated screws in place that are not interfering with the plant. The tibial component of the infinity tar has subsided anteriorly and tilted. There is some osteolysis at the anterior side adjacent to the tibial component. The tibial component as such is intact. The talar component is well-fixed. The pe-liner looks intact, as far as can be assessed on a CT-scan. There are some small cysts in the talus, but they are not clinically relevant since they are not connected to the talar component." Based on investigation, the root cause was attributed to a patient related factor. As noted by a medical professional, "there is some osteolysis at the anterior side adjacent to the tibial component". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.